Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle was clogged with foreign matter. There was no physical damage to the part where the foreign matter remained. It was unclear whether the reprocessing was performed according to the instructions for use. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and the prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the distal end cap had burn marks; the distal end adhesive was lifting with an uneven edge; the insertion tube had minor marks; switch 1 was worn; the image had interference with uneven illumination; there was low angulation; the knob had play; and the device failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during device maintenance on the evis lucera elite gastrointestinal videoscope, there was no water flow through the auxiliary water channel. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that foreign debris was found protruding from the air/water nozzle. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.